Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump reset the time and date to the default setting of (B)(6) 2007, 12:00 am for the past two months. The patient states that incorrect basal amounts were being given for the last week. The patient's blood glucose (bg) was reported to have gone up as high as 439 mg/dl with no accompanying symptoms. The patient stated that she was confused because her bg would be low when she went to bed. The patient had higher basals during the night compared to the day and the time was set to pm instead of am and she had been receiving lower doses of basal than she was supposed to. Customer support ensured that the time and date were set correctly during the call. The reported elevated bg does not meet the criteria of a reportable adverse event. This complaint is being reported because the patient alleged the time and date on the pump resets to the factory default without mention of rebooting of the pump being involved.

Manufacturer narrative:
(B)(4): evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pcb inspection shows a corroded internal backup battery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.